Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was frozen. Reportedly, the customer was able to resolve the issue by connecting the pump to a computer. Troubleshooting was performed with tandem technical support (cts) and the touchscreen was confirmed to be working at the time of report. Additionally, it was reported that the time setting on the pump was changing without user interaction. Reportedly, the customer adjusted the time previously, however noted that the time was still incorrect. The customer's blood glucose level ranged from 176 to approximately 300 mg/dl. Cts assisted the customer with adjusting the time setting.